Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a lot of air bubbles in her reservoir and around the o rings during filling. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 98 mg/dl. Nothing further was reported.